Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the gastrectomy procedure, tried to activate the hand instrument and it did not work. The tissue was bleeding and the device does not generate bubbles or the sealing of tissue - there was no re-grasp alert, but there were activation tone and end tone. There were times when it sealed correctly before the issue occurred. Another device was used to complete the surgery. There was no patient injury.